Event description:
It was reported the stimloc screw was not able to be screwed into the patient¿s skull using the screwdriver. A different device was used and the issue was resolved. There were no patient symptoms or complications associated with the event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Please note that conclusion no longer applies to this report.

Manufacturer narrative:
Concomitant medical product: product ID: 924256, lot# 082225814a, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the stimloc found the thread of the screw was damaged.